Event description:
Updated information: revised for pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision; asr xl acetabular system - left; reason(s) for revision: alval/soft tissue reaction.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy still considers this case to be closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision bi-lateral. Asr xl acetabular system - left. Reason(s) for revision: alval/soft tissue reaction. See (B)(4) for right hip revision. Update: corrected reason for revision as per email received 3 may 2012. Reason(s) for revision: pain. Update received: 13th december 2013 - re-created to advise revision has not yet taken place and cross reference. (B)(4). Update added additional surgeon, amended dor and completed all mw fields. Update - added new scf, amended revision date. Taken from scf dated 13th october 2014.